Manufacturer narrative:
(B)(4). Batch #: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
It was reported that after cutting, the anvil jaw couldn't be open. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/5/2022 additional information 1. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? >> no, device wasn¿t locked on tissue. The device cut the tissue successfully, hence the device can be removed directly with the jaw closed. 2. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? >> the doctor can not open the jaw ,even we told him to do every troubleshooting steps. 3. Did the jaws eventually open? >> no.